Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0c2b5, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the patient started to wet herself about 6 months ago. It was stated that sometimes ¿urine just runs out.¿ the patient reportedly made adjustments with the implantable neurostimulator (ins) was first implanted. The patient had the amplitude up to ¿4¿ and then all of a sudden she started wetting herself. About 4 weeks prior to the report, the patient increased stimulation. It was stated that it felt like the patient¿s ¿insides were severely asleep.¿ the issue affected her rectum and vagina; ¿everything was so painful.¿ the pain was clarified as shocking or electrocution. The patient reportedly tried to turn stimulation on again on (B)(6) 2014, but the patient still was in so much pain; so she immediately turned it off again. The patient started to feel better on the day of the report. The patient denied and falls or trauma related to the event. It was noted that the patient had many other problems and was weak; these issues were stated to be unrelated to the device or therapy. The patient had parkinson¿s disease and had been going to physical therapy, but stopped 2.5 weeks ago. The patient did not want to use the programmer at this time. The therapy was not helping the patient ¿even when it was off.¿ it was noted that the ins was implanted for bladder control, but also helped with the patient¿s bowels.